Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father reported that the customer was hospitalized twice for high blood glucose levels. Once three weeks ago, and again one week ago. The customer also had ketones and a blood glucose reading of 29 mmol/l. Troubleshooting was performed, and the insulin pump passed the prime test. The customer did get a no delivery alarm during a bolus attempt. The customer stated that she would monitor the insulin pump and call back as needed. Nothing further was reported.